Manufacturer narrative:
The q-stress device is intended to acquire, process, record, archive, analyze, and output electrocardiographic data during physiologic stress testing. The device is intended for use in adult, adolescent, and children patient populations. The device is intended for use in a clinical setting by trained personnel under the supervision of a licensed physician. The device may interface with equipment including a treadmill or ergometer for dynamic exercise evaluation, as well as non-invasive blood pressure equipment, functional arterial oxygen saturation (spo2) equipment, and computer communications equipment. Upon inspection the hrc technician determined the problem was due to an issue with the cpu. The hrc technician replaced the computer assembly. Reconfigured & reprogrammed the q-stress unit. Verified system operation with wired & wireless patient cables and ran several simulated patient tests to test and verify operation. Based on this information, no further actions are required at this time. Although there was no injury reported as a result of this event, if patient data were to be mis matched on the system or an exam, it could lead to serious injury or death. Therefore, hillrom is reporting this malfunction.

Event description:
The customer reported that when running a patient test the system was using the previous patient's name. There was no adverse event reported. This incident was captured under hillrom complaint reference #(B)(4).